Event description:
Post-operative condition "e-mail rec'd in 2009, indicates a female pt experienced post - op complications". No pt records were forwarded at this time.

Manufacturer narrative:
Product recall initiated august 21, 2007.